Manufacturer narrative:
No patient information available at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. The patient was manually ventilated, unit replaced, case resumed. There was no report of patient injury.